Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: there were unexplained power on resets observed in the black box. Battery compartment is cracked below the bumper pad. No damage found to returned battery cap. The contact measurements are in specifications. The returned battery cap fully attaches to the pump with no yellow o ring showing. A 24 hour duration test was successfully completed using the returned battery cap; no power interruptions were duplicated. The pump cover was removed. There was no evidence of internal moisture or damage to the power circuit. Complaint was verified in the pump history but not duplicated during testing. The keypad is peeling up near the ok key. All keys are fully responding to user presses. Removed the keypad cover and contamination was found under the contrast, up and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.